Manufacturer narrative:
Updated information received indicating the patient underwent a revision procedure to replace the ipg, and is doing well post operatively.

Event description:
A report was received that the patients remote displayed the end of service message. Patient has been running high frequency programs; however, physician suspects malfunction due to the time from implant to end of service message. Patient will undergo a revision procedure that has yet to be scheduled.

Event description:
A report was received that the patients remote displayed the end of service message. Patient has been running high frequency programs; however, physician suspects malfunction due to the time from implant to end of service message. Patient will undergo a revision procedure that has yet to be scheduled.

Manufacturer narrative:
An analysis of the device has been done, and it has been found that the novi ipg had reached the end of service life. However, the device exhibits normal characteristics.

Event description:
A report was received that the patients remote displayed the end of service message. Patient has been running high frequency programs; however, physician suspects malfunction due to the time from implant to end of service message. Patient will undergo a revision procedure that has yet to be scheduled.